Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 500 mg/dl with nausea and trace ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was reported that the basal history does not match active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 05/16/2017 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box shows a manual basal change. The total daily dose history was appropriate for the user programmed delivery settings. A meter remote was not returned. A test meter paired successfully with the returned pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history. Unrelated to the complaint, the display was found to be discolored, and a battery compartment crack was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.